Event description:
The customer's daughter called to report that her father passed away. The daughter did not know the cause of death or if the customer was wearing the insulin pump at the time. The daughter did mention that the insulin pump was by the customer's side when he was found and it was disconnected from him. The daughter did not know if the customer disconnected it or if the paramedics or firemen disconnected it. The daughter did not want to make any decisions during the call about returning the insulin pump for analysis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.